Event description:
Physio-control's rep loaner device was resetting continuously and was unable to deliver defibrillation therapy. There was no pt use associated with the event.

Manufacturer narrative:
(B) (4). Physio control replaced the system and memory pcb assemblies and observed proper device operation through functional and performance testing. The device was returned to the loaner pool. Physio further evaluated the removed memory and system pcb assemblies at the failure analysis center and verified the reported failure. The cause of the failure was determined to be an improper mating of the two assemblies due to a loose pcb mounted jack connector, j2, from the memory pcb assembly. While both assemblies were installed on a test mock-up device, moving or bumping the memory pcb caused it to reset. The system pcb assembly operated normally with a known good memory pcb.